Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to wound healing issue. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.